Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level and high blood glucose level. Customer's blood glucose value was 40 mg/dl at the time of the incident and current blood glucose level was 239 mg/dl. Other blood glucose was 93, 276 mg/dl. Customer treated with manual injection and insulin pump. Device will be returned device for analysis.